Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoracoscopy with lung biopsy. According to the reporter: the universal handle was being used to place the staples. The handle was used for several other loads, but on this reload, it did not fire. It appeared that one side deployed a staple but the other side did not complete the firing. The lung tissue was torn in the process but it did not affect the pt outcome or require a different procedure. The pt had recurrent pleural effusions several months ago. Had thoracentesis done and was diagnosed with valley fever. The pt was treated with diflucan for that infection. The pt had a mastectomy on the same side as this surgery about 10 years ago for breast cancer. The pt has not had any signs of metastasis. The pt quit smoking about 20 years ago. The pt also has diabetes and hypertension.